Event description:
Reportable information was discovered by millyard advanced medical products, llc, by way of a technical investigation completed on (B)(6) 2025. Upon return to millyard advanced medical products, llc, logs retrieved from remunity remote (B)(6), paired with remunity pump (B)(6), showed that the data ended following a delivery started on (B)(6) 2025. A no communication attention alarm was generated 10 hours later, per design. During investigation, a test delivery was performed with no communication-related issues. Additionally, the pump and remote were tested for radio frequency (rf) power and were found to be within specification. Upon disassembly of the pump, evidence of fluid ingress was found to be the root cause of the no communication attention alarm. Logs retrieved from remunity remote (B)(6), paired with remunity pump (B)(6), showed that the data ended 3 hours after a delivery was started on (B)(6) 2025. A no communication attention alarm was generated 10 hours later, per design. During investigation, a test delivery was performed with no communication-related issues. Additionally, the pump and remote were tested for radio frequency (rf) power and were found to be within specification. Upon disassembly of the pump, evidence of fluid ingress was found to be the root cause of the no communication attention alarm. The returned systems functioned within specification as they alarmed accurately to alert the user of a communication issue and successfully entered a failsafe state.